Manufacturer narrative:
Prior to use, a kink was found on the orbit mini complex fill 4x10 delivery system shaft. The product was not clinically used, and the procedure was completed using other products. The product was stored, handle per labeling instructions. Neither, exterior box nor inner packages were damaged. The product was damaged prior to removing from the package. No additional force was applied at any time during removal. The coil was still attached to the delivery system, it was reported that other than the kink it is not known if there were any other damages to the device prior to return. The delivery system of the returned device was received separated in two pieces at 49cm from the distal end. No further information could be obtained regarding the timing of the separation or any contributing factors. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and was found separated from support coil section, no kinks were observed over the unit. The introducer was found partially zipped with no damage. The zipper stuck due to the support coil being exposed. It was 3 cm outside of introducer exposed from the slit. The embolic coil was attached to the gripper. The gripper was found without damage. The gripper and the embolic coil were inspected under microscope and no damages were found. The ends of hypotube and support coil respectively were inspected under microscope and the vestamid was found stretched. According to the sem results, the hypotube fracture could be possibly related to a pulling force. Reverse bending and cutting were discarded as possible failure causes since the fracture surface characteristics did not present any of the typical characteristics for these failure modes. The exact cause of the failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinking of the delivery system was not confirmed; a separation of the delivery system was confirmed; however, based on the analysis, it appears to be related to a pulling force and not kinking. Additionally it was reported that the product was damaged prior to removing from the package and only a kink in close proximity to the hub would be visible prior to removal from the dispensing tube. Based on the available information and the analysis of the returned device, no conclusion can be made regarding the report of a kink in the delivery system. There was no report of a separation of the delivery system which would have been clearly evident to the user. With review of the analysis and device history records there is no indication of a relationship to the manufacturing process. The cause of the reported event and separation and damages found over the unit could not be determined. Therefore, no corrective actions will be taken at this time.

Event description:
The initial report indicated that prior to use, kink was found on the orbit mini complex fill 4x10 delivery system shaft. The product was not clinically used, and the procedure was completed using other products. However, when the product was received, the delivery system was separated in two pieces at 49 cm from the distal end, the product was stored, handle per labeling instructions. Neither, exterior box nor inner packages were damaged. The product was damaged prior to removing from the package. No additional force was applied at any time during removal. The coil was still attached to the delivery system.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.